Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. A request to obtain the device was issued. The hospital indicated that the device will not be sent for evaluation. Based on the current level of information the root-cause can not be identified. A supplemental medwatch will be submitted if further information becomes available.